Event description:
In the process of contacting the pt to notify their that their device may be nearing end of service, it was discovered that the pt had suffered injury due to an increase in seizures. The pt's seizures are reportedly becoming very severe, resulting in the pt's splitting their lip and tongue and breaking some of their teeth down to the gum line. The pt was evaluated by an ent for lip and tongue repair, but the ent reportedly does not want to perform surgery at this time as he does not feel that the pt is surgically stable due to the increased seizure activity. Additionally, the pt reports that after the seizure increase began, they felt a pulling sensation when they turned their head to the left and experienced eye pain for the remainder of the day. The pt also reports neck pain at the site of the lead wire. Device diagnostic testing reportedly revealed that the generator was not at end of service. Treating neurologist decreased device settings due to pt complaints.